Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for motor during basal delivery, and for battery issues. The customer did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The insulin pump was not exposed to a strong magnetic field. Two other motor errors were noted in the history. The customer also had received a failed battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms or motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. No battery out limit or weak battery alarms were noted. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The low reservoir alarm feature was programmed at 20 units. After delivering several boluses, and with 20 units left on the display, the pump alarmed properly low reservoir. The pump was received without a battery cap therefore unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a corroded battery tube.